Event description:
It was reported that during the implant attempt that the helix would not advance, and it was not possible to affix the lead to the heart chamber. Consequently, the lead was withdraw. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood was present in the helix mechanism. Mechanical testing revealed the helix consistently extend and retracted within five turns.